Event description:
Patient reports nebulizer is damaged and patient is needing the pari plus nebulizer. Unknown if pt missed a dose. Unknown if device is on hand for return. No adverse events reported. No further information provided.